Manufacturer narrative:
H3 other text : device not returned to manufacturer.,

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges the device is not functioning and an error message appeared before it completely stopped functioning. Patient also alleges difficulty breathing and a sore throat from snoring since they have stopped using the device on their own due to the recall. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.